Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - cough.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 08/25/2025, it was reported that the patient experienced inaccurate cgm values. While in a resort somewhere in a high-altitude area of montana, the patient experienced panting and vomiting. Patient can't remember his exact bg value at that time he said that ran about 400 mg/dl all day while his cgm at that time was showing around 300 mg/dl (patient can't provide exact value). Concerned, the patient's wife took him to the emergency room of the resort then the patient was medi-flighted to an ICU somewhere in montana. Upon arrival at the hospital, the patient's bg was tested and compared to his cgm , but he can't remember the values anymore. He said that the hospital diagnosed him with dka. He was treated with IV fluids and other medications through IV (intravenously) at the hospital, but he couldn't tell what medications were given to him. He also mentioned that his tandem pump was taken off and replaced by the hospital staff and that's how they discovered that the reason why he went dka was because his tandem pump wasn't able to supply any insulin to his body due to improper application of the cartridge. The hospital staff monitored his bg in hourly basis and they managed to get his sugar down but it was still shows discrepancy- bg 204 mg/dl while cgm shows 300 mg/dl. At the time of the call, 172 mg/dl on his actual bg while his cgm readings using his tandem pump showed 214 mg/dl. The patient was discharged the same day, was recovering but he was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. At the time of the call, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.